Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not correctly rotate; no injury occurred.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report. Please note, the incorrect manufacturer (g1) was inadvertently reported in the initial submission. See corrected manufacturer in (g1) of this report.